Event description:
It was reported that this left ventricular (lv) lead was dislodged as confirmed via x-ray and exhibited high pacing thresholds. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.